Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify nicks or cuts in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the patient had a peritoneal dialysis catheter inserted. Four days after discharge, the wound suffered seepage. The patient was again hospitalized and the doctor found that there were vertical stripes, cracks in the peritoneal catheter under the skin, which was close to the cuff. The catheter was removed and another catheter was re-inserted. The patient was involved with no injury. The patient is in stable condition.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One sample was received for evaluation. The sample consisted of a transfer set and a pd catheter. A visual inspection was performed and it revealed that approximately 2 centimeters of the pd tubing was connected to the transfer set. A functional test (underwater test) was performed and bubbles were observed. A pinhole was found on the tubing. As per instructions for use, exercise caution when using sharp instruments near the catheter. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The catheter shows a straight cut that crosses the tubing walls. The appearance indicates that this was caused by a sharp object. The most probable root cause can be due to the catheter coming into contact with a sharp object. The pd catheters are submitted to a 100% visual inspection; no sharp objects are allowed in the clean room. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.